Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Complaint: package seal integrity poor-questionable event description: the package wasn't sealed properly. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; 7019692 ¿ the lot number was packaged on afa packaging line 11 from january 24, 2017 thru january 25, 2017. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. 6342581 ¿ the lot number was packaged on afa packaging line 11 from december 16, 2016 thru december 17, 2016. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). Visual analysis: observations and testing: received 31 unused iag 18ga units from the lot number 7019692. Received 6 unused iag 18ga units from the lot number 6342581. Visual/microscopic examination: 6342581: 4 units were partially open at one end. 1 unit was partially open at both ends. 1 unit was not open. 7019692: (B)(4). 19 were partially opened at one end. 7 units were partially open at both ends. 5 units were not open. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/uv light, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation conclusion: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Conclusions: the defect of package damaged, as stated in the subject of the pir was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: root cause: relationship of device to the reported incident: indeterminate. Comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by (B)(4). Corrective action / CAPA #: CAPA (B)(4) has been opened to address the package seal integrity issue (CAPA (B)(4)). Other actions taken (if applicable): packaging operators are responsible to verify package integrity, including the verification that the packages are adequately sealed. In addition, product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6342581. Medical device expiration date: 11/30/2019. Device manufacture date: 12/08/2016. Medical device lot #: 7019692. Medical device expiration date: 12/31/2019. Device manufacture date: 01/20/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ packaging was opened prior to use. No serious injury or medical intervention was noted.